Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the platform was performed, and no physical damage was observed. A review of the archive data showed multiple (ua) 07; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 1 was defective, causing an abnormal reading. The load cell module 1 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported the autopulse platform(sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared. No patient involvement.